Event description:
Additional information was received from the patient. They called back repeated information regarding therapy issue. The patient stated that the therapy issue had continued since they last called. Patient repeated that they experience numbness when they increase stimulation. Patient stated that the numbness was in their right foot, and they felt tingling in their right foot as well. Patient stated that the numbness and tingling in their right foot had been present almost since implant date, but it got worse in the last 6 months. Patient mentioned that they tried different programs and levels of stimulation, but it didn't seem to help. The patient said their foot went really crazy if they increased stimulation, and the therapy didn't seem to work at all if they decreased stimulation (regardless of which program they tried). The patient turned therapy off on (B)(6) 2024, and since then they haven't felt the numbness or tingling in their right foot. The patient asked for medical advice as to what they should do next. Agent reviewed role of patient services and redirected the patient to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their stimulator is not working, they do not know what to do next and they have tried all the programs. Patient reported in (B)(6) of 2023 they met with the manufacturer representative but the rep did not seem to know how to do anything. Pt said in (B)(6) (2023) they changed their own program and it worked great, they had it pretty low, they could feel it pretty good, it was doing fine until(B)(6) 2023 or so, it was not doing anything and they could not feel it much they were not doing well, having accidents, it was getting worse, so they cranked it up but it never started working again like it used to. Pt said starting on (B)(6) 2023 they changed the program again which helped for 7-8 days then stopped they changed it again, it started working again, then stopped after 2-3 days so they cranked it up and then they started feeling pain, but it wasn't helping and their whole leg was numb and last night they could not sleep and they had pain, like nerve pain at the ins site in the right buttock, like a bruise and pain between the bike seat area and hip like stabbing pain, which just started yesterday they felt it when they laid on their side and drew their knees up. Reviewed the option to turn therapy down or off until they can report the pain and symptoms to their doctor. Pt said they turned it off at 2:30am and about 15 minutes later their toes relaxed, the pain got less as time went on and they don't' have that pain anymore. When asked what the date was when they first noticed pain at the ins site pt said: off and on anytime they crank it up to get it to work and if they get it too high it hurts so they crank it back down again. Pt said they tried all the programs to see how they felt and with some of the programs they did not feel anything so did not try to use them. Reviewed stim sensation info, therapy information, and programming optimization information, recommended keeping a symptom diary and redirected to hcp to potentially page a different rep for further programming and therapy guidance. Other information provided during the call: pt said: one time in post op it wasn't working right and the rep got on the phone and called someone and was told something to do to change the width. Pt denied any falls or accidents, no other medical tests or procedures but they have had physical therapy on their neck. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and repeated information regarding ins not working and some pain involved per patient. Patient stated they want to get ins removed but hcp is out on extended medical leave and they were told to call mdt to find new hcp. Emailed physician listings.